Event description:
The reporter stated the surgeon inserted and removed an aq5010v silicone three piece lens during the same surgery due to the lens would not fit correctly in the patient's eye. The lens was removed with no reported injury. The reporter stated the cause of the lens not fitting correctly was due to the patient's anatomy and was not lens related. Another same type lens was implanted.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the cause of the event was due to the patient's anatomy, the lens would not fit correctly in the eye. It should be noted that the injector and cartridge were not returned for evaluation.